Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; grommet damage was noted.

Event description:
It was reported that during the implant procedure that oversensing appeared after the lead was connected and during application of pressure dressing. Signal oversensing did not resolve after 45 minutes, so the pocket was reopened, the lead evaluated and determination made to remove and replace the implantable cardioverter defibrillator. There were no patient complications reported as a result of this event.